Event description:
It was reported that during the procedure, there was a spark at the tip of the blade, a small flame, and the gray insulator at the tip glowed. The tip was removed and cooled. It was noticed that the suction through the knife was connected, but inadvertently turned off. No injury to pt reported.

Manufacturer narrative:
At the time of this complaint, the device had not been returned to the facility for investigation; therefore, verification of the reported complaint could not be confirmed. As additional information becomes available, a follow-up report will be submitted.